Event description:
After injection with bovine collagen, pt experienced redness and swelling at some of the injection sites. Md has diagnosed infection and has prescribed oral antibiotics for treatment.